Manufacturer narrative:
Additional information was added: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : the device was received for evaluation attached to an ICU chemolock device. The customer also returned an unknown syringe. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set was spiked into an in-house solution bag of water and primed. The syringe that was provided from the customer was connected to the lowest clearlink y-site using the provided ICU chemolock. A syringe bolus (of water) was applied through the y-site with no issues. The two remaining clearlink y-sites were also tested similarly by connecting the syringe to the clearlink y-sites using the ICU chemolock and applying a bolus to check for flow. No issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was further evaluated. The device was tested to evaluate if the clearlink threads impacted the flow through the ICU chemolock device. The continu-flo 2c8541 code was spike and primed with water using an in-house solution bag. The ICU chemolock device was only partially threaded onto the lowest clearlink to test the theory that enough threading is required to obtain flow on the ICU device (syringe > ICU male device > ICU female device > clearlink y site). Flow was obtained through the half threaded clearlink. This test was then repeated without threading the ICU female device onto anything (syringe > ICU male device > ICU female device) and flow was obtained without anything being threaded onto the female ICU device. These results indicate that the threads of the one-link and clearlink play absolutely no role in the no flows that the customer was reporting. A no flow situation was able to be created when attempting to prime the entire set-up all at once (i.e. Connect the continu-flo set [2c8441] to the one-link microbore set [7n8300] via the ICU chemolock device and prime the entire set-up together at the same time). Each individual component flowed independently - there were no occlusions on any components or products. With enough patience the full unprimed set-up (c-flo > ICU male > ICU female > one-link > microbore tubing) was able to slowly prime eventually. However, the initial slow flow was enough to appear like a no flow. In order to prime more efficiently, it is recommended to prime the continu-flo set separately and attach the one-link microbore extension set afterward to prime the one-link set. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of clearlink system continu-flo solution sets experienced no flow when connected to a non-baxter closed system transfer device (cstd). It was reported that this occurs during priming. In the set-up, the cstd is connected to the clearlink set y-site at the distal end, another non-baxter cstd is connected to a one-link device and a syringe filled with unspecified chemotherapy solution. Once the connection is made there have been incidences of upstream occlusion alarms with slow flow or no flow. The set-up is being used with a baxter infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.